Manufacturer narrative:
The event reported in this 3500a also represents a potential accidental radiation occurrence (aro) per 21 cfr 1002.20(a). Per 21 cfr 1002.20(c), this event is being reported under part 803. (B)(6). Number of persons exposed: 1. Number of persons adversely affected: 0. Actions taken to control, correct, or eliminate: see narrative above and/or previous MDR submissions.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The representative scanned right and left sides of the spine model with 2 separate navigation's system without issue. It was not possible to duplicate the reported issue. No parts were replaced or returned to the manufacturer for evaluation.

Event description:
A medtronic representative reported that while in a spinal fusion procedure, the imaging system was showing an alleged inaccuracy of approximately 4mm after taking a spin. The site then brought in another imaging system, took a second spin, and confirmed accuracy. There was a reported delay to the procedure of less than 1 hour due to this issue and no impact on the patient outcome.